Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. Reportedly, the patient had vegetation thus the system extraction was scheduled. No adverse patient effects were reported. The ICD was explanted.